Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission with an episode of high ventricular rate. Upon review, it was noted that the right ventricular lead exhibited noise. The patient was later brought in to the clinic for further testing. Isometrics were done but the noise was not reproducible. The device was reprogrammed. The patient did not experience any adverse effects post event.